Event description:
The customer reported that on (B)(6) 2011 elevated, reproducible cardiac troponin (accutni) results above the acute myocardial infarction (ami) threshold were generated on an access 2 immunoassay system for one patient. An elevated accutni result was reported out of the laboratory. The patient was admitted to the hospital due to the elevated accutni result. Upon repeat on the same instrument, the accutni result was elevated, above the acute myocardial infarction (ami) threshold, and consistent with the initial result both levels of accutni quality control were within the customer's established ranges during the timeframe of the event. Sample collection/handling information as well as additional system information was not provided by the customer.

Manufacturer narrative:
Service was not dispatched as the event appeared to be sample related. A previous investigation was performed by beckman coulter inc involving the same patient and associated with the generation of elevated accutni results. As part of the previous investigation, the patient sample was returned and assessed by beckman coulter inc customer product line support for possible sample interferent. The result of the previous investigation was that a patient source, heterophile-like interferent, was the root cause of this event. As this is the same patient and the same affected assay, the same root cause would apply to this event. Mdrs associated with this event: 2122870-2011-04127, 2122870-2011-03739.